Event description:
It was reported that the device exhibited early battery depletion, and the left ventricular (lv) lead exhibited high thresholds. The device was explanted and replaced. After the new device was connected, the lv lead exhibited intermittent capture and the patient experienced phrenic nerve stimulation. The lead was reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947, implantable tachy lead, -(B)(6) 2012. A 4076, implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 98% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.